Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was difficult to remove after firing. When the device was removed, a tear occurred in the anastomosis. The anastomosis was oversewn to complete the procedure. There was no adverse consequence to the patient. The device was discarded.